Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. The customer was on the way to the hospital for treatment. Troubleshooting was not completed on the insulin pump. Customer stated they were connected to the insulin pump during a set change. The customer disconnected from the call once they arrived at the hospital. It was unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The insulin pump will not be returned for analysis.